Manufacturer narrative:
When investigation is completed a follow up report will be sent to the FDA. (B)(4).

Event description:
The customer reported a problem with the eva = examination programmed x-ray validation and administration database. The preliminary investigation indicates that the application specialist inadvertently changed the configuration of the database.